Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test from cable. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor image quality and failed the water leak test from the cable. This issue occurred during setup/inspection for use. There were no reports of patient harm.